Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not rewind all the way. The customer also reported would turn off when turning the back light on. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump would only rewind all the way after reinserting the battery. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced due to shutting off abnormally. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies or display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The piston rewound all the way properly and no rewind anomaly was noted. The pump was received with the back light functioning properly. The pump was received with a cracked case at the display window corners, a cracked lcd window and a broken belt clip slot.